Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer generated another bolus and blood glucose went up to 566 mg/dl. The customer was taken to the emergency room and blood glucose went down to 248 mg/dl. When the customer went home, the customer's blood glucose was 466 mg/dl. The customer declined to troubleshoot the pump. The product was not returned for analysis.